Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the device was returned, analyzed, and the battery had high impedance.

Event description:
It was reported that the patient was at the emergency room due to chest pain and was going to be admitted and the device was not capturing. It was noted that the electrocardiogram (ECG) showed there was non-sensing and non-capture. Review of the implant records indicates that the following month that the device was removed and replaced with an upgraded device and the right ventricular pacing lead was capped and replaced with a defibrillation lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.